Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for a low blood glucose of 20 mg/dl. The customer's brother found her passed out on the floor of her bedroom; she was foaming at the mouth. Nine 11 was called and the customer was taken to the hospital and treated accordingly. Additionally, the customer dropped her insulin pump a week ago and cracked the reservoir compartment. The patient's blood glucose at the time of incident was 200 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.